Manufacturer narrative:
(B)(4). No lot number was provided by the customer. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on epidural kit and saline ampule with a relevant finding. The digital master sample kit does not depict placement of the saline ampule in the protective sleeve. No lot number was provided by the customer. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on epidural kit and saline ampule with a relevant finding. The digital master sample kit does not depict placement of the saline ampule in the protective sleeve. A potentially relevant finding was discovered during a device history record review on the epidural kit. Nonconformance, (B)(4), has been initiated to further investigate this complaint issue. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided by the customer. A device history record review was performed based upon a lot number from sales history data. A device history record review performed on the epidural kit other remarks: indicated a potential relevant finding that may have contributed this complaint issue. The digital master sample kit does not depict placement of the saline ampule in the protective sleeve. Although, a sample was not returned, based on the DHR review, the potential root cause of this complaint issue is design related. Nonconformance, (B)(4), has been initiated to further investigate this complaint issue.

Event description:
The saline in the kit it is not protected and it is broken upon opening the kit. There was no reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The saline in the kit it is not protected and it is broken upon opening the kit. There was no reported injury.